Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed and there are no errors related to the customer complaint. The device was visually inspected. A functional test was performed; delivery rate is within the tolerance, and the reported issue was not confirmed. The downstream occlusion (dso) seal will be replaced. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair.

Event description:
It was stated that the device rate deviating. There was patient involvement and there was no reported patient harm.